Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 287 mg/dl. Customer declined troubleshooting and changed the cartridge. Additionally, it was reported the customer experienced a blood glucose of 47 mg/dl. Cause was unknown. Blood glucose was treated with glucose tablets.